Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during the procedure the tip of the driver broke. An alternate driver was used to complete the case. There were no reported patient impacts or surgical delays.

Manufacturer narrative:
The device was not returned for evaluation and no photos were provided. A review of the manufacturing records did not identify any issues related to this failure which would have contributed with this event. There was no nonconformance found related to the reported event of broken tip. Without the returned product, the event is non-verifiable. A root cause cannot be determined.

Event description:
It was reported that during the procedure the tip of the driver broke. An alternate driver was used to complete the case. There were no reported patient impacts or surgical delays.